Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, self test and unexpected restart test. All operating currents are within specification. The off no power alarm functions properly. No battery out limit alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The pump could not undergo the occlusion test and excessive no delivery test due to the prime/fill anomaly. The drive support disk was inspected and no anomaly was found. The following physical damage is as follows: minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that his insulin pump received a battery out limit alarm. The patient's blood glucose at the time of incident was 244 mg/dl. The customer stated that there was damage to the drive support cap; the cap was flush. The customer was advised to follow his medically prescribed back-up plan and disconnect from the pump. Additionally, the customer was hospitalized for a high blood glucose of 516 mg/dl. The patient experienced diabetic ketoacidosis and was treated with insulin syringes and saline. The customer was not wearing the pump at the time of hospitalization; he had been off of the pump for an entire day. The insulin pump was returned for analysis and a replacement device was shipped to the customer.